Manufacturer narrative:
Vyaire complaint #:(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. An onsite evaluation has been scheduled but not completed yet. Once the final evaluation and investigation has been completed, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's touchscreen display is unresponsive to commands. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire field service representative (fsr) went onsite to evaluate the suspect device. In order to resolve the customer's reported issue, the fsr replaced the front panel display. After repair, the device was tested, which passed user verification tests and the operational verification procedure to manufacturer specifications, and was returned back to the customer.